Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker failed to be positioned in place as its helix would not rotate. It was also noted that the device's pacing impedance remained low during the fixation attempt. The device was not used, and a new one was implanted. There were no patient consequences.